Manufacturer narrative:
This complaint is being reported because the complaint alleges the endowrist one vessel sealer instrument¿s grips did not open and were clamped and could not be opened with the use of the emergency grip release wrench. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Based on the additional information obtained from robotics coordinator, it was confirmed by the site that the tissue that was removed was tissue that was intended to be cut. The surgeon confirmed that the removed portion of tissue was adequately coagulated and that there was no injury to the patient. Furthermore, the site did not call technical support for troubleshooting and guidance on releasing the instrument jaws and the site did not check for any other issue due to the surgeon's confidence in the tissue being properly coagulated. System log investigation: a review of the instrument log for the vessel sealer instrument pn: (B)(4), batch/lot-sequence: m11180302-751) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2018 on system usg433. As the instrument is single use, the alleged event occurred on the final use of the instrument. A drill down of the codes on usg433 with procedure date (B)(6) 2018 found no error codes related to the reported event. An instrument log review was performed indicating the instrument was last used in a total benign hysterectomy procedure. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review: no image or video clip for the reported event was submitted for review. Failure analysis review (no RMA): failure analysis investigation is not required as no product was returned for this event. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the endowrist one vessel sealer instrument got stuck on tissue and the tissue was resected to remove the instrument. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) and gathered the following additional information: the csr stated that the endowrist vessel sealer sealed; however, did not cut the unspecified tissue. The csr stated that the system did not generate any error. The csr reported that the site had tried to open the jaws with the release mechanism; however, the issue persisted. At that time, the surgeon used scissors to cut the tissue; however, the site confirmed that the tissue that was cut is tissue that was intended to be cut as a part of the planned procedure. On (B)(6) 2018, isi contacted the site's robotics coordinator, and the following information was provided: no error messages were generated. After the surgeon coagulated the tissue, the surgeon tried to use the cut foot pedal and it would not make any noise or perform the cut function. The surgeon did this multiple times with no results. The bedside technician tried to release the ¿open¿ roller on the side of the instrument to release the instrument from the tissue, but it would not move at all. The surgeon decided the tissue was adequately coagulated to the point where they could cut around the area to remove the instrument. There was no bleeding, and the tissue was not injured. The vessel sealer was removed and replaced. The patient had no injuries due to this problem. Technical support was not contacted due to the surgeon feeling the tissue was adequately coagulated to be cut around the area. On (B)(6) 2018, another email was received from the robotics coordinator, confirming that the tissue that was cut is tissue that was intended to be cut. They also stated that there were no issues encountered in cutting around the vessel sealer.